Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was loss of pressure/spontaneous deflation. Occurred outside of surgery and there was therefore no delay nor patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the unit failed the safety test, corrosion was found on the serial port and fuses, and the battery had failed, causing a battery fail error. The unit was returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.